Event description:
New information notes that prior to the lead being replaced, device interrogation revealed multiple ventricular fibrillation episodes that were associated with noise on the lead consistent with fracture. The lead was capped and replaced.

Event description:
The patients spouse reported that the lead was cracked or fraying and had to be replaced.